Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture behind the display. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2015 with the following findings: the original complaint could not be adequately investigated due to a blank display screen. The pump was opened and there was moisture observed on the display lens and other internal parts. Unrelated to the original complaint, there was a battery compartment leak with visible moisture observed inside the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.